Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The overlay tubing of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during an implant procedure the physician was unable to advance the lead through the introducer when the lead became disabled within the introducer. Both the lead and introducer were removed and a new introducer and lead were utilized. No patient complications have been reported as a result of this event.